Event description:
It was reported that product performance data was reviewed and classified as oversensing/noise and inappropriate detection. The right ventricular (rv) lead and device remain in use. The patient was enrolled in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758, implantable tachy lead, (B)(6) 2011; 4196, implantable pacing lead, (B)(6) 2011. (B)(4).